Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Investigation was performed on the returned meter. All results were within the range specification and no errors were observed during control solution testing. The reported test strips reported were not returned, therefore,retained test strip samples from the same lot reported by the customer (1007904) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's husband found the customer experiencing seizure and loss of consciousness. Caller tested the costumer's blood glucose level and received a reading of 70 mg/dl on her adc blood glucose meter which was higher than the paramedics reading of "lo". Paramedics gave the customer of an intravenous infusion of unknown type. Customer was transported to a health care facility and was diagnosed with hypoglycemia. Customer was given an intravenous infusion of unknown type and ran some blood tests. There was no report of death or permanent injury associated with this event.